Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not powering up and screen flashed. Rebooted the station but issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not powering up. A field service engineer (fse) powered the device on the first attempt, inspected the pyxibus cables for damage and found none and the cables were impeccable. Then the fse looked at the event viewer in windows and found no power loss errors. Then found an event number 1074 indicating windows initiating a shutdown. So, the fse tested the power subsystem and found no errors or failures. Further the fse found no obvious sings of power failure. Then the fse replaced the power supply and after replacement, the device powered on and maintained power. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering up and screen flashed. Rebooted the station but issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.